Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On b)(6) 2022, the patient felt weak and lethargic so his daughter-in-law checked his glucose values; his cgm reading was alerting for his low glucose threshold of 80 mg/dl but his bg was 40 mg/dl. He was given a small piece of brownie, juice and milk. He felt chest pains and felt that he was going to pass out, so his wife took him to the hospital, and he was admitted. He was given his regular medication of 6 units of humalog insulin daily and 32 units of basaglar insulin at night and his heart was monitored. His wife stated that he has chest pain whenever his glucose level drops. She stated that he was not given any additional medications. He was discharged on (B)(6) 2022. At the time of follow up on the day of discharge he was recovering and in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.